Event description:
The pt had lar at 2 cm with diverting ileostomy for ca in 2009, with neoadj radiation. Ring retained. The physician notified a training mgr initially at 5 weeks post operation, and was advised to attempt ring removal. Subsequently, he tried to do it in office without success. Ring found to be attached one side a few weeks later. The ring was removed under spinal anesthesia after 6 weeks post operation, after grasping it with sponge stick and tugging on it. The ring was found attached to bowel. One limb of staple had become attached to wall with other end caught between ring and anvil.